Event description:
It was reported to philips that system failed to boot; main switch not illuminated on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service restarted the system and returned it to use after troubleshooting. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).